Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) revealed moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed twice and the pvl reduced to mild. Further tee analysis revealed an aortic regurgitation jet inside the valve at the location of the commissure, which was damaged by the non-medtronic balloon. Subsequently, a second transcatheter bioprosthetic valve was implanted and resolved the pvl and aortic regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.